Event description:
Arthrocare wand lopro 90 degree wand, 3.6 mm with integrated cable, alarmed "wand fault" read on arthrocare machine. Machines switched, fault warning repeated on the 2nd machine. Wand replaced with another one. No further problems.there was no harm to the patient. The informaion on the 2nd wand was the same as the first. The wand was in use approximately 5" when the fault occurred. The defective product was give to the the sales rep to return to the company for evaluation.

Event description:
Arthrocare wand lopro 90 degree wand, 3.6 mm with integrated cable, alarmed "wand fault" read on arthrocare machine. Machines switched, fault warning repeated on the 2nd machine. Wand replaced with another one. No further problems.there was no harm to the patient. The informaion on the 2nd wand was the same as the first. The wand was in use approximately 5" when the fault occurred. The defective product was give to the the sales rep to return to the company for evaluation.